Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when you plug the videoscope in the machine, it says scope communication error b30. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 (date returned), h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Additionally, it was discovered that the image was black. Based on the results of the investigation, it is presumed that the reported b30 occurred due to a black image. The cause of the black image is likely a bad charged coupled device (ccd cable), a corroded/rusted printed circuit board, and a corroded/rusted plug unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.